Event description:
The account alleges that the hi/low is drifting.

Manufacturer narrative:
The tech stated that the drifting condition was repaired. No parts were required. No other details were provided. The tech states that the device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.